Event description:
Left emi colectomy - "during the procedure the surgeon scheletrized the inferior mesenteric artery, applied 3 clips (he heard the final click assuring clip closure) and cutted the vessel with ligasure. After some minutes, he realised the slip (all the 3) were slipper from the vessel. He found them in the body, correctly closed (parallel alienation). He was happy he used ligasure to close the vessel (otherwise he risked hemorrhage) but he needed to suture the vessel because of slight bleeding. (Event samples is kept in hospital under (B)(6) request)." Type of intervention: needed to suture the vessel. Patient status: good.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.